Manufacturer narrative:
Product evaluation: the product was not identified and the reported fiber was not returned for evaluation. Two photos were provided. In the first photo, what appears to be a fiber can be observed in the eye at the pupil area. In the second photo a very long fiber is being held by an instrument outside of the eye. Photos were provided which depict a long fiber. The origin of the fiber observed in the provided photos cannot be determined. The length of the fiber would make it highly likely it would have been observed on the product before use or during the implant. The fiber was not returned for evaluation. The product information was not provided. No determination can be made based on the available information. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that two months following a cataract extraction and intraocular lens (iol) implant procedure, a large fiber was removed from the patient's anterior chamber. The patient was experiencing persistent inflammation and it was interfering with the patient's vision. The nurse is not sure how such a large fiber managed to get in the eye.